Event description:
The report stated during a radio frequency liver ablation procedure with a cool-tip ct1520 on the 3rd ablation, a water leak occurred where the needle shaft meets the handle. Another ct1520 was used and the procedure was completed. No impact to the pt.

Manufacturer narrative:
Date of initial report: 07/24/2007. The incident sample was not returned for evaluation; therefore, an evaluation could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design has significantly reduced the trend in leakage complaints. If the sample is returned a follow-up report will be sent.